Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose last night was 600 mg/dl and that she treated with a manual injection which brought her blood glucose down to 150 mg/dl. When she woke up in the morning her blood glucose was 308 mg/dl. Troubleshooting was initiated and a leak in the tubing connector was discovered; the tubing had come apart and the customer could not recall if there was any stress or pull on the tubing. The customer was advised to change their infusion set. The insulin pump was not returned for analysis.